Event description:
Event description guidant received information that upon taking this cardiac resynchronization therapy defibrillator (crt-d) out of storage, the monitoring voltage was noted to be significantly less than the voltage noted on the box. Two manual capacitor reformations were performed with no change in the voltage measurement.